Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific received info that this product was part of a system explant due to pocket erosion. There was no report of adverse pt effects due to the explant procedure.